Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Unable to verify unexpected restart alarm, button error alarm, no button response anomaly, scrolling numbers display anomaly due to blank display. Pump received with scratched display window, broken reservoir tube lip, cracked reservoir tube, missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had unexpected restart alarm, button error alarm, and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.